Event description:
It was reported that the right atrial (ra) lead was failing to capture. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.